Event description:
A nurse called to report the customer was hospitalized for high bgs. The customer was disconnected from the pump and placed on insulin drip. Troubleshooting was performed. The pump passed the tests. The time and the basal rates on the pump were programmed correctly. It was stated that the customer was doing a fixed prime of 0.2u instead of 0.5u. The set was removed from the customer's body and found that the cannula was partially crimped.